Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The blood glucose reading was 400 mg/dl at the time of admission. The customer stated she started to feel bad, so she decided to go to the hospital. The doctor stated they could not do anything for her since she did not show signs of diabetic ketoacidosis. On (B)(6) 2014, the customer called complaining of nausea and stated she had had high blood glucose levels for about three months. She treated with a bolus. The customer reported that she felt her sensitivity was too low and increased her basal rates to 0.55 units. She also stated that she was re-using her supplies. We advised her to discontinue using the insulin pump and revert to her back up plan of manual injections due to lack of supplies. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that she went to the emergency room but was not assisted and not hospitalized.